Event description:
A revision surgery was performed to remove broken devices 10 days after they were implanted because the patient was involved in a traumatic accident. Although it was not able to be confirmed it is believed the implants broke due to the accident and not due to any device malfunction. This MDR is being submitted as a result of a retrospective complaint review conducted by biomet spine. This retrospective review was completed in response to an FDA form 483 issued to biomet spine during an FDA on-site inspection.